Manufacturer narrative:
Device evaluation: two (2) photographs were received for evaluation: results: from photographs received a cut in the cap is observed . Sm investigation: one (1) used sample was returned for evaluation p/n 198-32l with lot number reported as unknown; the sample was received in used condition. During visual inspection: a cut it was observed in the cap. The customer reported condition was confirmed. Problem source is design. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that immediately after starting to use the product, an air leak from the white orientation tube was suspected. No patient injury or complications were reported in relation to this event.